Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three months after the permanent implant procedure from date manufacturer was made aware.

Event description:
It was reported that patient had experienced feeling of bumps and itchiness around the implantable pulse generator (ipg). It was noted that erythema appears less consistent with infection and more consistent with superficial irritation. The patients ipg was eroding out of the flank incision. The patient underwent a pocket revision procedure and was doing well post operatively.